Manufacturer narrative:
Device received unable to perform the displacement due to completely broken reservoir tube lip and missing reservoir tube o-ring noted.

Event description:
The customer's mother reported via phone call that insulin pump was broken and reservoir lip ring was came off. The customer's blood glucose level was unknown at the time of incident. The customer stated that the reservoir was able to lock in place. The customer was advised that the insulin pump needed to be replaced and to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.